Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from the patient line stopcock of an exacta edms.

Manufacturer narrative:
Only the proximal part of the patient line and the patient line stopcock were returned. This precluded the patency and leakage tests. The returned segment of patient line was disconnected from the tubing to luer connection on the patient line stopcock. Adhesive was observed in the interior of the tubing to luer connection. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.